Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported event. No device problem was found. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device was not delivering the proper energy level as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.